Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to low lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.